Event description:
During index procedure, the patient had one endeavor sprint drug-eluting stent implanted to the rca. Approximately 39 months post index procedure, patient death occurred. Death was reported as non-cardiac. Cause of death was cerebral infarction and infection due to aortic arch replacement. Investigator indicated that the reported event was not related to the study device. Patient was taking asa and clopidogrel prior to the reported event.

Manufacturer narrative:
Evaluation results: inherent risk of procedure - (cva/stroke). Patient condition predisposed to the event. Evaluation conclusions: inherent risk of procedure - (cva/stroke). (Patient condition predisposed to the event). (B)(4).